Event description:
There were three endeavor sprint rapid exchange (rx) drug eluting stents implanted during the index procedure; two in the rca and one in the prox lcx. It is reported that the patient suffered a myocardial infarction approximately 16 months post index procedure. Patient presented with hip fracture and underwent surgery, during post op patient has a non q wave mi. Catheterization showed thrombus in distal stent of the svg to rca. Thrombectomy and cutting balloon of the rca for instent restenosis was carried out. It is reported that the patient recovered with treatment. Investigator has indicated that the event was possibly related to the study device. At 30 day, 3 month and 6 month follow ups patient's worst angina status was reported as I per (B)(6) criteria. At the 9 month follow up, patient's worst angina status was reported as ii per (B)(6) criteria. (Reference MFR #s 9612164-2 012-00312, 9612164-2012-00313 and 9612164-2012-00314).

Manufacturer narrative:
Results: inherent risk of procedure (myocardial infraction, stent thrombosis and restenosis). (B)(4).